Manufacturer narrative:
(B)(4). The customer reported the unit trips the power when plugged into the power supply. There was no report of pt involvement. The unit was evaluated by a philips field svc engineer and the symptom was verified. Replacing the power supply resolved the reported issue.

Event description:
The customer reported the unit trips the power when plugged into the power supply. There was no report of pt involvement.